Event description:
(Os (B)(4)). The dentist reported after 6 months that the dental implant was installed in intra-oral region # 30 it was verified its non-osseointegration. Sixty ncm of primary stability was achieved and fenestration occurred at the moment of surgery.